Manufacturer narrative:
Terumo did receive the actual device for eval; however, devices from the same lot number were able to be evaluated. Visual inspection of devices from the same lot confirmed that the solvent bonding process was incorrectly applied to the y-piece connection. All info has been placed on file with quality mgmt for trending and follow-up. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass surgery, during prime, the y-connector attached to the pre-bypass filter in the cardiovascular procedure kit was glued when it should not have been. The product was not changed out. There was no pt involvement as this occurred during prime. The surgery was completed successfully.